Event description:
Physician reported second hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 269 mg/dl. Treated with manual injections. The blood glucose reading was 494 mg/dl. The second blood glucose reading was 331 mg/dl. Customer complained of abdominal pain. Customer admitted to ICU. Treating with manual injections and fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.